Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endobronchial ultrasound bronchoscopy (ebus) procedure, multiple pieces of the bronchoscope came off into the patient's lung. It was noted that metal fragments lodged into the distal trachea right above the main carina and another metal piece stuck just behind the endotracheal tube (ett) and a small piece in the proximal right lower lobe (rll) medial basal segment. Each fragment was removed with an alligator forceps and placed in a specimen cup. The pieces were successfully removed from the patient. The bronchoscope was removed from the field and was replaced with a new scope. A repeat inspection was done and no more metal shards were seen. There were no further reports of patient harm.